Manufacturer narrative:
Additional information was received and reported that there was no patient injury or harm. The lens was removed and replaced within the same procedure. An incision enlargement was not required and the lens was cut while in the eye. Device evaluation: the intraocular lens was discarded by the surgery site and therefore, not available for investigation. Manufacturing record review: a review of the records was performed. The manufacturing process record was evaluated and the devices were manufactured within specifications. The units were released according to specification. The reported complaint cannot be verified. Labeling review: a review of the directions for use (dfu) was performed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
Right before insertion of a pcb00 intraocular lens (iol), it was noticed that only one haptic was attached to the iol. The lens was not used. A back-up lens was selected, but it was noted to have the same issue. A third lens was implanted successfully. No additional information was provided to abbott medical optics. This report captures the event for 1 of the 2 lenses.